Event description:
It was reported that approximately six months post-implant, the patient experienced sore throat that persisted for three to four weeks. Upon examination, it was found that one of the palatal implants had migrated and partially extruded. The patient received a 1cc lidocaine injection into the soft palate and the implant was removed using a curved hemostat and cautery pen.

Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for evaluation. Product description: the pillar system ("system") is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.